Manufacturer narrative:
A stryker technician evaluated the device and could not reproduce the issue. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker technician looked at the device files and was able to verify this issue. The cause of the reported issue remains undetermined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.